Event description:
Investigator indicated that the reported event was unrelated to the study device. Ref MFR # 2953200-2011-00560, 2953200-2011-00561.

Manufacturer narrative:
(B)(4). Evaluation: results: gi bleed.

Event description:
A 2.5 mm diameter x 14 mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in the mid lad and a 2.5 mm diameter x 14 mm length endeavor sprint rx stent was deployed in the 1st diagonal branch (ref MFR 2953200-2011-00561) of a patient with no issue reported; however, it was reported that, approximately 2 weeks post procedure, the patient presented with gi bleeding symptoms. Re-hospitalization was required, blood transfusion was performed. Peripheral vascular surgery was also performed. No other clinical sequelae were reported.